Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record was not perform because the lot number was not reported and the product was not returned for analysis. Reportedly, no femoral angiogram nor ultrasound was performed prior to the device deployment. It should be noted that the proglide instructions for use (IFU), access site and puncture considerations states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. Additionally the reported patient effects of, tissue damage (vascular injury) and occlusion are listed in the IFU as potential adverse events. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device via 8fr sheath after a ablation procedure. Reportedly, the proglide device was successfully placed; however, the patient experienced vessel damage and a blood clot in the area the proglide device was placed. Thrombendarterectomy of the rcfa was required to repair the damage and achieve hemostasis. A femoral angiogram was not taken. No additional information was provided.